Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that: while adjusting the flow of a gas cylinder during transport first a leakage noise was audible and after that the pressure gauge burst. The nurse was hit in the eye by a piece of glass. The nurse was tested by an eye doctor the two following days but did not take any days off work.